Manufacturer narrative:
Citation: shah v., et al. Incidence, natural history, and factors associated with paravalvular leak following surgical aortic valve replacement. Innovations (philadelphia, pa.). 2019;14(6):519-530. Pmid: 31496371. Doi: 10.1177/1556984519874806. Epub 2019 sep 9. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the incidence and factors associated with paravalvular leak (pvl) after surgical aortic valve replacement (savr). All data were retrospectively collected from a single center between january 2006 and october 2016. The study population included 636 patients (predominantly male, mean age 58.5 years), 18 of whom were implanted with medtronic hancock bioprosthetic valves and 7 of whom were implanted with medtronic ats open pivot mechanical valves (no serial numbers provided). Among all patients, in-hospital mortality was 2% and overall mortality was 21.2%. No further information was provided. Based on the available information medtronic product was not directly associated with the deaths. Among all patients, adverse events included: post-operative wound infections and sepsis. Based on the available information medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.